Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on alcon wavelights acceptance criteria. The cause of the reported event is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. (B)(4).

Event description:
An optometrist reported that a patient presented with rainbow glare in the left eye one week post lasik. Additional information received states that the an air bubble developed in the anterior chamber after flap creation. Excimer treatment was completed after the bubble dissipated.